Event description:
It was reported that a patient was hospitalised with a heavy skin reaction at her lower leg. She experienced skin redding with itching and burning and wetted postuled after being treated with allevyn life. It is not known who prescribed the dressing and for how long the dressing lasted.